Manufacturer narrative:
Device passed displacement test, self test and a21 error test. No unexpected a21 alarm noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart . The customer's blood glucose was from 200-340 mg/dl at the time of the incident. The customer also stated that the alarm happened three times. Troubleshooting was provided but did not solve the issue. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.